Event description:
The customer contacted baxter's technical service center regarding end therapy assistance, which occurred on the homechoice (hc) during use, during fill 1. The home patient (hp) stated that he believed he had an infection and was in a lot of pain and just wanted to end therapy for that night. The baxter technical service representative (tsr) recommended that the hp contact the peritoneal dialysis registered nurse (pdrn) regarding ending therapy and pain. The tsr assisted the hp with ending therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The peritoneal dialysis registered nurse (pdrn) was contacted on (B)(6) 2012 in order to obtain additional information regarding the home patient's (hp) report of possible infection. The pdrn stated that the hp had been diagnosed with peritonitis on an unknown date in (B)(6) 2012. The pdrn stated that the cause of the peritonitis was a touch contamination. The hp was hospitalized for the event (exact dates were unknown). The hp was treated with vancomycin and fortaz (dose, route and frequency were unknown) the hp was retrained in proper aseptic technique. The hp has been discharged from the hospital and is recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.